Event description:
It was reported that during an intracept procedure, the patient's airway became compromised and the patient needed to be flipped back supine to restore their airway. The procedure was aborted and rescheduled at a later date. The patient was sedated with general anesthesia. The physician assessed the event as not being related to the device or the procedure. There were no patient complications.

Event description:
It was reported that during an intracept procedure, the patient's airway became compromised and the patient needed to be flipped back supine to restore their airway. The procedure was aborted and rescheduled at a later date. The patient was sedated with general anesthesia. The physician assessed the event as not being related to the device or the procedure. There were no patient complications. Additional information was received that the laryngeal mask airway (lma) was pulled back because it was not secured properly and needed to be repositioned.

Manufacturer narrative:
This report is being submitted to correct the race field (a6) in section a, patient information, the outcomes attributed to adverse event field (b2) in section b, adverse event/product problem, and the impact code description, impact code field (h6) in section h, device manufacturers only.

Event description:
It was reported that during an intercept procedure, the patients airway became compromised and the patient needed to be flipped back supine to restore their airway. The procedure was aborted and rescheduled at a later date. The patient was sedated with general anesthesia. The physician assessed the event as not being related to the device or the procedure. There were no patient complications. Additional information was received that the laryngeal mask airway (lma) was pulled back because it was not secured properly and needed to be repositioned.